Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vt episode was treated with atp. The therapy was unsuccessful. Programming changes were made. The patient was in good condition.